Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the distal access catheter shaft was found broken/fractured 48 cm from the distal end. A functional testing was not performed as the defect was visually confirmed. In case of this complaint, the initial reported event that the catheter shaft was stretched when removed from the packaging was confirmed. It is probable that the device was damage as a result of handling of the device during removal of the device from its packaging; therefore, an assignable cause of handling damage was assigned to the as reported issue 'nv - dac shaft deformed' and to the as analyzed issue 'nv ¿ dac shaft broken'.

Event description:
Analysis of the returned device found that the distal access catheter shaft broken. There was no clinical consequences to the patient as a result of this event.